Manufacturer narrative:
Common device name: ptk- tube, gastrointestinal (and accessories). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A picture of an x-ray was provided by the doctor, where a contrast study was done with the flourish device in the patient. The contrast is seen surrounding the area near the lower magnet. The magnets are close to each other but seem to be going in different directions. The picture confirms that the device did not achieve anastomosis because the magnets have not come together. The complaint is confirmed, based solely on the detailed information provided by the customer and the x-ray. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: the flourish device was used on the patient. The surgeon placed the device per the instructions for use. The placement of the device was on (B)(6) 2020. On (B)(6) 2020, the surgeon reposition the magnets since the lower magnet had slipped down about a centimeter. On 29-march-2020, an email was received from the physician letting us know that he believes there was a perforation. He then took the patient to the operating room and did a contrast study and found there was a perforation. Once the surgeon went in surgically, he saw that there was a "distal fistula" to the distal right main bronchus. It appeared that there was a fistula to the right main bronchus that was never detected [prior to placement of the flourish]. The surgeon did mention (per phone call) he checked before placing the flourish device that there was no fistula. He performed a bronchoscopy and also did a gap study with contrast and never saw the fistula. If he would have known there was a fistula, he would had repaired that first before using flourish. He did contact another surgeon to ask about this condition (right main bronchus fistula) and it was confirmed that it is a very rare occurrence. As far as the procedure using flourish, it seems the device was in good position, the magnets were working and they were coming together. Then, the distal magnet rested against the unknown and undetected fistula. As the magnets were attracting, the lower magnet made the fistula that was already existent larger in size. The nurse had notice a slight spike in fever and called the surgeon. Once they obtained an x-ray they saw that the magnet was not aligned with the upper magnet and decided to do a contrast study in the operating room and proceeded to fix the confirmed fistula. Once in the chest cavity, the surgeon decided to connect the esophageal atresia by performing the surgical approach as well as repairing the existing fistula. The surgeon confirmed that it was not the flourish device that caused the fistula, it was a rare undetected existing fistula that was the main cause of this issue. The following additional information was received on 10-april-2020 from the initial reporter: "I was considering this as a perforation, but after talking with the surgeon he made it clear that the magnet made the pre-existing fistula larger. This being said the fistula or connection from the esophagus to the right main bronchus was already there and the magnet made that fistula bigger. The surgery was performed to fix the fistula only, since what I thought was a perforation was only the pre-existing fistula that was enlarged by the magnet. Also the esophageal atresia was surgically repaired during this procedure." Further clarification was received on 13-april-2020: the surgery [to repair the fistula] would have been required if the fistula would have been noticed before the flourish devices was placed. The patient had a slight spike in fever. An x-ray and contrast study was completed and a preexisting fistula was identified. Surgery was completed to treat the preexisting fistula and the pre-existing atresia.